Manufacturer narrative:
Additional information received on november 12, 2020 indicated that date of event was on (B)(6) 2020. Patient fully recovered after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 19, 2020 deice evaluation completed on november 24, 2020: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 6, 2020 additional information received indicated that the replacement device are as follow: right replaced with cat#:3505751bc, sn#: (B)(6), left replaced with cat#: 3505751bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 475 cc saline prosthesis experienced left sided deflation post procedure. Mammogram examination taken on (B)(6) 2020 reported partial collapse of the left breast implant. Pre operative examination, and physical examination were performed by a physician and deflation was diagnosed. As a result patient underwent bilateral replacements with unknown implants on (B)(6) 2020.